Event description:
Nurse changed out IV drips, closed door of pump. Pump tubing broke inside the pump. Due to this, the patient's blood pressure dropped, required additional medications to compensate.